Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b5: voluntary medwatch # (B)(4). Manufacturer¿s investigation conclusion: the reported event of the 14-volt batteries not holding a charge was not confirmed. The 14-volt batteries (serial numbers unknown) were not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the batteries were exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial numbers of the 14-volt batteries were not provided. The heartmate 3 patient handbook (rev. D) instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that this event was from voluntary medwatch form that the patient came to clinic with complaints of two batteries given in 2023 not holding charge and their primary system controller having a dimly lit running arrow making the running light hard to read. The mobile power unit (mpu) was also providing an audible beeping when attached to power and not functioning as expected. They also reported a loss of integrity to the modular cable. A registered nurse provided a new primary system controller, a new modular able, new batteries, and a new mpu.